Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Pediatric nurse advised patient has been admitted to hospital as he was accidentally given 30 units of insulin at 10.30pm. It was reported that the patient's mother was doing a cartridge change when the pump delivered 30 units of insulin. The mother disconnected the pump, opened the side, remove the cartridge, stopped the pump, put new cartridge in, closed it and connected her son to the pump without priming the line first. She is not sure she did this correctly, but kept clicking continue on the pump anyway; she could not advise what the pump was asking her when she clicked continue. It was reported that the son told her the pump was vibrating and delivering insulin, but she thought at the time that he might have been lying, and it was only when he told her he felt unwell did she check the pump to see that the new cartridge was empty and the piston rod was fully extended. The patient experienced symptoms of being dizzy and feeling ill. At 11:00pm the mother transported the patient to the hospital. En route to the hospital the customer drank lucozade, as his blood glucose level was 2.7 mmol/l. The type of treatment provided at the hospital was not provided. At 2:00am the patient was transferred to a pediatric outpatient department. The blood glucose results and type of treatment received were not provided. The patient was released from the hospital at 4:00pm. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.